Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: dilatation catheter: 2.5x10mm nc ryugen; guide wire: bmw. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left circumflex artery. After pre-dilating the lesion, a 2.5x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. The stent was post-dilated using a non-abbott 2.5x10 mm balloon catheter and a proximal edge dissection was noted. A 2.5x28 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.